Event description:
The hcp reported that the pump was explanted and replaced due to "battery depletion". Following removal of the pump, the hcp aspirated the catheter and noted small metal fragments. The hcp thinks that these metal fragments came out of the pump.